Event description:
Boston scientific crm received information indicating that this right ventricular (rv) lead displayed shock impedance measurements less than 20 ohms. Daily measurements have historically been 36-37 ohms. There is no noise present and there is good sensing and threshold measurements. Technical services (ts) discussed the possibility of a short but we would not be certain without a real shock. There is a risk to the patient if there is a short as not all therapy would be delivered if needed. Ts discussed performing a commanded shock to verify this issue. No adverse patient effects were reported. Additional information indicated that the physician did not want to do a commanded shock and decided to monitor the patient on latitude for now. Subsequently, this lead exhibited another low shock impedance measurements less than 20 ohms.